Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on (B)(6) 2021. After the first fitting the audiologist felt the user's hearing should be better and they informed the clinical engineer. On (B)(6) 2022 the user reported that he is able to hear well when he is holding the audio processor (ap) at a specific angle. Additional testing will be conducted.

Manufacturer narrative:
Additional information: according to the information received from the field the hearing performance with the device is not satisfactory likely because of device unrelated medical issues. The described auditory disturbances might be consistent with a possible central hearing impairment, as also suspected by the clinic even if not yet confirmed. Echo perceived by the user seems to indicate that the cochlear implant is working properly, possibly resulting in the implanted ear hearing a sound at a different pitch and speed than the other ear. In addition, the user_s perception changes with the position of the coil are subjective and not supported by any objective testing. In situ measurements show the the device is working within specifications.

Event description:
The user was implanted on the (B)(6) 2021 and after the first fitting the audiologist felt the user's hearing should be better with the device. The user had difficulty with speech understanding and was afraid of loud noises and this situation never really improved. During an appointment on the (B)(6)2022 the user was able to hear well when holding the audio processor (ap) at a specific angle so he had been holding the ap throughout the day in order to hear well. It appeared that distance was needed between the head and a specific angle then the sound was fine. The user also heard a massive echo when the coil was directly over the implant. The device remains implanted and supposedly in use at this time with further monitoring.